Event description:
Info suggests that an ms26 was being used to infuse diamorphine. The battery went flat and the hospital replaced it with an ms16a and believes that the rate on the ms16 was set the same as the ms26. Report rec'd from medical device agency.